Event description:
Findings are that in the process of suturing inside the vaginal canal, surgeon encountered something hard (remains unclear whether periosteum or a retractor). Needle broke where it was felt. Typically the needle would bend. We kept remainder of needle and suture material.